Manufacturer narrative:
The suspect device was not returned to conmed so an evaluation could not be completed and a malfunction could not be confirmed. Please note that in the event description, it states the 'return fault' alarm was activated and the nurse did not check the grounding pad. The operator's manual states that once the alarm has sounded, the user is instructed to "check all return pad cable connections and replace pad or cable if necessary." Conmed is filing this report due to the injury sustained by the pt.

Event description:
Procedure: aaagrfting debridement. The preset mode was spray, the power was 45 watts, and the surgeon felt the power of output was not enough and increased it to 55 watts. They changed the handpiece to another socket and continued the surgery. The return fault alarm came on, the nurse did not check the pt plate and just pressed the monitor set kit and continued the surgery. After finishing the surgery, the nurse found a third degree burn on the pt where the pt plate was. The leakage current was under 100 ma.